Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. Two different inserters were reported, it is unknown which one was used during the surgery. Consequently, a review of the device history records and traceability of each product was done to ensure that there was no non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the complaint description , the product history records , the recurrence of this type of event for this product, and the fact that the instruments were used for the first level without complication, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the surgeon tried to reposition the implant. It is clearly indicated in the surgical technique to check implant assembly to peek cartridge before reinsertion , if reinsertion is needed (step 11: device insertion). However, regarding the lack of information provided and without the products return and evaluation, this hypothesis cannot be validated. If additional information were received that add a value on this conclusion , another report will be sent .

Event description:
Mobi-c p&f us : instruments malfunction caused disassembly. From information provided by sales representative it was reported that it was a 2 level acdr mobi-c case. Surgeon successfully placed 1st level implant following surgical technique. According to the reporter surgeon followed proper surgical technique for placing the 2nd level implant, utilizing inserter and level instruments to ensure proper alignment of implant . When taking confirmation shot, implant appeared very rotated. Patient was distracted, and implant fell apart while being removed. As this was a 2 level case, and surgery had already been delayed due to issue with surgical technique, it was determined to open new implant and not delay surgery further to reassemble implant. The surgery was delayed between 5 and 10 minutes. The surgery was completed successfully with another implant of the same size. Additional information received on april 12th 2019: pictures of the instruments were provided which allows to confirm the two potential implant holder lot related to this case . However , the reporter cannot identify the exact instrument that was used during this surgery .

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product evaluation has not been performed yet, as the product was not returned for the moment. It was reported on february 12th 2019 that the product will be returned to ldr medical. Upon receipt of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : instruments malfunction caused disassembly. From information provided by sales representative on the event description, it was reported that it was a 2 level acdr mobi-c case. Surgeon successfully placed 1st level implant following surgical technique. Surgeon followed proper surgical technique for placing the 2nd level implant, utilizing inserter and level instruments to ensure proper alignment of implant. When taking confirmation shot, implant appeared very rotated. Surgeon was distracted, and implant fell apart while being removed. As this was a 2 level case, and surgery had already been delayed , it was determined to open new implant and not delay surgery further to reassemble implant. According to the reporter , the use of the mobi-c level was not adapted for the patient anatomy for this case. There was no patient impact , no delay of surgery more than 10 min. Another report was sent related to the disassembly , this one is related to the instrument used during the surgery. Additional information received on february 12th 2019: the reference, lot and serial numbers of the different instruments components were reported. Two different inserters were reported, it is undetermined which one was used during the surgery. Additional information received on february 21st 2019: no update received on patient state of health . No pre-, per- and post-op x-ray images are available. According to the reporter , the first implant went in straight using the inserter with level, but the second implant went in rotated using the same surgical technique and the same instrumentation. The surgeon noticed that the implant was rotated when the surgeon takes a shot once the implant has been inserted with depth stop set at 0. The implant was nearly completely inserted at this point, without ability to correct the rotation. According to the reporter , the event is related to the fact that the patient had a slight rotated anatomy which prevent the correct use of the instrument. Investigation remain in progress.